Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: 6.5mm low profile hex screw 25mm; cat #: 7030-6525; lot #: wnpj. 6.5mm low profile hex screw 25mm; cat #: 7030-6525; lot #: xafh. Trident 0 deg x3 insert 32d; cat #: 723-00-32d; lot #: p48e3l. Delta v-40 ceramic head 32/-4; cat #: 6570-0-032; lot #: 75653702. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "pt. Presented with pain of the hip following tha. Dr. Opted to revise the shell (note: liner and head were revised as well). No complaints filed against the implants themselves." Rep confirmed that no further information will be released by the hospital or surgeon.